Event description:
Complainant alleged that while attempting to defibrillate a patient the device failed to discharge while using both external paddles and electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.